Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed far field r-wave oversensing on the atrial lead. The oversensing was noted on the stored electrograms. Programming changes were discussed. No intervention was performed.